Event description:
Info provided by the reporter states: "following introduction of a swan ganz catheter using an intradyn "hvi" introducer, bleeding from the puncture site was noticed. The "pur" tubing (sheath) had separated completely from the hub. While the hub with sideport could be recovered, the sheath was detached using fluoroscopy within the right ventricle of the pt. The sheath could be removed from the ventricle with a "lasso" intervention. The hosp refused to send co the defective introducer for an investigation. According to co's responsible sales rep, the pt survived the procedure without further complications."